Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of guidewire unraveled in use was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during the procedure, the arrow brand guide becomes deformed, and the wire remains bare, preventing the placement of the catheter and the withdrawal of the guide, which is required to be removed by thorax surgery and ultrasonography and radiological review to rule out vascular injury evidenced of severe deformity of the guide more coiling". It was reported the spring wire guide was extracted from the patient by "the treating physician decides to widen the catheter insertion hole in the skin and insert the catheter over the metal guide with circular movements". It was reported there was no patient injury or complication. No medical or surgical intervention required.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during the procedure, the arrow brand guide becomes deformed, and the wire remains bare, preventing the placement of the catheter and the withdrawal of the guide, which is required to be removed by thorax surgery and ultrasonography and radiological review to rule out vascular injury evidenced of severe deformity of the guide more coiling" it was reported the spring wire guide was extracted from the patient by "the treating physician decides to widen the catheter insertion hole in the skin and insert the catheter over the metal guide with circular movements". It was reported there was no patient injury or complication. No medical or surgical intervention required.